Manufacturer narrative:
The device passed the functional test, including the self test, sleep current measurement test, active current measurement test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device also passed tone check and vibrate check on self test. No audio or beep anomaly or vibrate anomaly noted. No replace battery now alarm or unexpected power loss alarm noted during testing or in the formatted history file. Low battery alarm and replace battery alert and then power error 25 confirmed in the formatted history file. Detailed trace analysis confirmed the pump alarmed low battery, replace battery alert and then alarm 25 was triggered due to connector resistance issue. After disconnecting and reconnecting the internal battery connector at electrical board, the device was monitored and functioned properly. Then the power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. The device had minor scratched display window, scratched case, pillowing keypad overlay, cracked keypad overlay at the select button and a cracked retainer.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed replace battery now without a low battery alert. The customer's blood glucose level was unknown at the time of incident. The customer reported reoccurring alarms with twelve hours. The customer did troubleshoot the issue. The insulin pump will be returned for analysis.